Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Section b3 date of event: unknown/ not provided. Section d4: lot#: unknown/not provided. Section d4: expiration date: unknown, as the lot number of the device was not provided. Section d4: UDI #: unknown, as the lot number of the device was not provided. Section h4. Device manufacture date: unknown, as the lot number of the device was not provided. Device evaluation: the device was discarded; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing record could not be reviewed since the lot number was not provided. Conclusion: as a result of the investigation and based on limited information available, it cannot be determined if there is a product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : see h10.

Event description:
Customer reported a discrepancy in their inventory. They stated being short in the number of patient interfaces (pi) versus the number of procedures available in the laser system. They believe the shortage was due to the doctor requesting a new cone or a new suction ring for suction breaks and/or debris with pi's over the course of 2 years. Customer discarded the product and did not keep documentation of the product identification (lot number), date of event or how many pis had suction issues and debris issues. No additional information could be provided. This report is 1 of 10.